Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, a bd insyte¿ peripheral venous catheter was found with burr¿s on the side on the catheter. There was no report of injury or medical intervention reported.

Manufacturer narrative:
Incorrect awareness date entered on initial MDR. Correction date of 1/03/2018 has been made.

Manufacturer narrative:
A second lot # was provided for this incident. The information for this lot # is as follows: medical device lot #: 7220167. Medical device expiration date: 7/31/2022. Device manufacture date: 8/8/2017. Investigation results: 1 actual sample in opened packaging from batch 7220167 was returned for investigation. 19 representative samples in closed packaging from reported batch 7111330 were returned for investigation. The samples were subjected to visual inspection. No abnormalities were observed on all returned samples. Device history record of packaged needle batch 7220167, catalogue number 381223 and its assembled needle batches 7215376 and 7201165, part number yf01223sgt was reviewed. No quality notification was raised for similar nonconformance during the production of this batch. Device history record of packaged needle batch 7111330, catalogue number 381223 and its assembled needle batches 70180081 and 711375 part number yf01223sgt was reviewed. No quality notification was raised for similar nonconformance during the production of this batch. Our quality engineer inspected the returned units and could not identify any manufacturing related defects. As a result, the root cause of the reported issue could not be determined. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.